Event description:
It was reported that the event log captured controller clock corrupt messages. The patient was reported to have a complete loss of power and the controller clock was requested to be re-set. Patient reported no issues or symptoms. Patient reported no alarms during the loss of power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D6a: implant date inadvertently reported in initial report and is not applicable for this device manufacturer's investigation conclusion: the reported event of the clock not being set was confirmed via the log file. However, the reported event of the system controller not alarming during a loss of power was not confirmed. The system controller (serial #: (B)(6) was not returned for analysis. A log file was submitted for review with events spanning approximately 6 days (from (B)(6) 2000, per timestamp). Throughout the log file records, the pump maintained a speed above the low speed limit. A clock not set alarm events were active throughout the log file due to the controller clock being set to the year 2000. The captured in the year 2000 suggests the system controller may have experienced a total loss of power, which would have defaulted the date to (B)(6) 2000. The log file did not capture data between the time of complete loss of power/power restoration until (B)(6) 2000. As a result, the root cause of the loss of power event and accompanied alarms during the event is unable to analyze. The system controller (serial #: (B)(6) is not expected to be returned for an evaluation. This investigation could not conclusively determine the root cause for the reported events. As the system controller (serial # (B)(6) is unavailable for an evaluation, the complaint file will be closed accordingly and will be reopened if pertinent information is received. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. System controller (serial # (B)(6) was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ states ¿the system controller has an internal clock. The clock tracks the timing of system events and monitors the expiration date of the system controller¿s 11 volt lithium-ion backup battery.¿ heartmate iii instructions for use section 4 entitled ¿system monitor¿ instructs users on how to properly set the clock ¿the system monitor and system controller have separate clocks and can be set independently from each other by selecting "modify." Logs and event history always reflect the date and time on the system controller's clock. To synchronize the date and time on the system controller with the system monitor, press synch.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ details that the system controller has an internal clock use for tracking the timing of events and the expiration date of the backup battery. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ addresses how to properly exchange system controllers and/or change between power sources. Heartmate 3 instructions for use section 4 entitled ¿system monitor¿ provides instructions on how to properly modify the date and time and set the system controller¿s internal clock using the system monitor. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries, power module, mobile power unit, and universal batter charger, and how to switch between power sources. This section explains how to properly switch between power sources and states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.